Event description:
The customer contacted baxter's service center regarding assistance with an alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) asked the caregiver (cg) what the system error was. The cg stated they were not sure. The tsr asked the cg if the hc was on. The cg stated yes, and was at priming now, because they were setting the hc up for tonight. The tsr had the cg press stop and reviewed the alarm log: (B)(6) 2012 15:01 system error 2240. The tsr asked the cg the troubleshooting questions. Per the troubleshooting performed by the tsr, asked if the patient line was primed correctly before connected, and they stated yes. The tsr asked if they used patient extension lines, and they stated no. The cg stated the patient line did not become separated from the transfer set. The cg stated the home patient (hp) pressed go before connecting to the hc. The tsr explained the alarm and the hp should be connected to the hc before pressing go. The tsr asked if any supplies were damaged, and the cg stated no. They tsr reviewed proper procedures per the user manual with the cg. The cg will not be providing samples for further evaluation. The tsr recommended the hp contact the registered nurse (rn) about the alarm. The tsr assisted with starting priming again. The tsr assisted with troubleshooting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they recall the alarm but they cannot recall any specific details on that event. The hp stated their cg is currently not available, and was unwilling to take a message. No further information is obtained regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available, therefore a batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.